Manufacturer narrative:
Patient¿s gender and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device remained implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent implant procedure. Patient was implanted with one (1) unknown nail, one 1) 5mm titanium locking screw 42mm and one (1) 5mm titanium locking screw 56mm. Post-operative on (B)(6) 2018, patient underwent rotational osteotomy of the femur due to bone not having healed and the alignment being off. During the surgery, surgeon removed two screws and implanted two new screws back in the nail. The screws were removed intact, without difficulty, there was no surgical delay and the procedure was completed successfully. Patient outcome was not reported. This report is for one (1) unknown nail. This is report 1 of 3 for (B)(4).

Event description:
This report is for one (1) unknown femoral nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: this report is for one (1) unknown femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.